Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings. On investigation, a battery compartment crack was found on the side of the compartment running from the threads to the case seal. The pump powered up and functioned properly. No other defects were found. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) 2015.